Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver an adequate shock. Further investigation identified the cause as a shorted capacitor.

Event description:
A customer reported that their AED did not deliver an adequate shock during testing. They reported that this did not occur during patient use.